Event description:
As reported by our edwards affiliates in switzerland, during a tavr procedure using a 29mm sapien 3 ultra via a transfemoral approach, the valve was correctly implanted. However, the delivery system could not be safely removed, necessitating a surgical cutdown. Fortunately, the patient did not suffer any injury. A preliminary evaluation of the returned device found that the distal tip of the esheath was split.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
Correction to h6; component code, type of investigation, investigation findings, investigation conclusion. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. Visual inspection revealed that the esheath liner was fully expanded as designed. However, the distal tip of the esheath was found to be open and split, with the liner bunched and partially delaminated over a length of approximately 2 cm from the distal tip. The c-marker band remained attached. Due to the nature of the complaint, functional and dimensional testing could not be performed. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed by the evaluation of the returned device. No manufacturing non-conformances were identified during the evaluation. Review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issue with the sheath during device unpacking or preparation. As reported, "during valve deployment the balloon burst. The valve was correctly implanted, but the delivery system could not be safely removed, it needed a surgical cutdown." Per the evaluation of the returned device, the esheath distal tip was split. Additionally, the liner was observed bunched and partially delaminated at distal end which may be indicative of interaction of the commander delivery system with the esheath tip during delivery system removal. Procedural factors such as withdrawal of a delivery system with an altered balloon profile (burst balloon) can lead to the system catching onto the sheath liner and tip. In addition, non-coaxial alignment between the devices can also lead to delivery systems catching onto the sheath liner and tip, resulting in the sheath distal tip splitting. In this case, available information suggests that procedural factors (withdrawal of the altered balloon profile) may have contributed to the reported complaint. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.